Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorder it was reported that patient couldn't get good coupling and that they had a bit more tremor as of recent. The hcp reached out to the rep to assess and troubleshoot as necessary. It was reported that upon arrival, generator was charged at 50% and on. Coupling was achieved per patient, 2 boxes present on screen. The patient adjusted the recharger over generator with the rep's instruction, better coupling received, consistently 4-6 boxes, and charged the ins over 75%. Impedance test was ran, and was normal range. Patient has adjustability in voltage range. Patient was brought up from 4.5 to 4.8v per range and instruction of provider. Patient verbally reported less tremor and feeling better. Additional information was received. It was reported the patient was initially advised that recharging would improve after swelling went down, but two weeks later the patient was still having problems, so they met with a rep. It was noted the patient's ins was "on the deeper side." As of (B)(6) 2020, the patient still could not get more than 4-6 coupling bars even with the clinic's equipment and when pressing hard on the system. An x-ray was performed to check ins placement, which confirmed the ins was placed too deep during the placement. The issue was unresolved without further action due to the coronavirus; the ins is unable to be repositioned. The device is charged halfway so the intervention was not considered emergent.